Event description:
A report was received that the pt's ipg was not able to hold a charge. The bsn sales rep had reprogrammed the ipg and when the pt turned the program on, she felt stimulation all the way up the pocket site and up the leads. The pt's physician suspects there may be a current leak and has recommended an ipg revision procedure.